Event description:
Pt succumbed, apparently of natural causes while on a bariatric bed rented from pt care systems, inc. And manufactured by safe-tcare manufacturing, inc, according to the medwatch report submitted by the hospital, "there was a delay of 10 mins in getting the bed out of the door due to the siderails. The physician could not access the pt's airway to intubate because of the controls at the top of the bed. There was a delay in intubation. The pt was coded and died." The pt death was never reported to any representative of either company. This incident only came to light by both companies as a result of a copy of medwatch received by pt care systems, inc. On august 28, 2007.

Manufacturer narrative:
While the pt was on the indicated bariatric bed, there was no direct connection of the bed to the death of the pt. Pt care systems, inc. Representatives were merely called the day after the event to pick up the rental bed, a normal transaction with no indication of any adverse event.